Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0021-25. The primary line infusion was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. Passed successfully. The customer complaint is not confirmed. The probable root cause could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the reported defect (no flow). No visible defects were observed in the unit, and no conclusive evidence was found to explain the issue reported. Normal flow was observed in the set during the occlusion test, and the fluid exited the rotating luer lock normally. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) post sterilization sampling final inspection. The batch record fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: " defective tubing: did not flip dial into open once in the pump. Made sounds like it was running but nothing was infused to the patient. Patient injury: no, medical intervention required: yes, result in under/over infusion: no, drug used during infusion: oxytocin, occurred on: primary line, action taken: " had to get new pump and tubing. Patient had to receive a medication due to bleeding and the oxytocin infusion delay. " on (B)(6) 2025: nurse reported: this report was from (B)(6). She did not get any alarms from the pump. She informed me that they set the pump up and it sounded like it was running. When they returned to the patient's room, they noticed that the pump was running' but none of the medication had infused. A preliminary review identified the following issue: flow dial did not open. An active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.